Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. In addition to what was previously reported, ppf alleges dislocation, loosening of the cup and fractured bone. The cup and the 5 screws were added to the impacted product due to alleged loosening. The unknown hip implant has been added to captured the allegation of a fracture as its unknown where the fracture was. If/when more information is received, the pc will be updated as needed. Doi: (B)(6) 2010 - dor: (B)(6) 2010, (left hip), second revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.